Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported she received ten inappropriate shocks and had been told the communicator would call an ambulance when shocks were delivered. The system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.